Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 92 mg/dl at the time of the call. The customer was advised to reinsert the batteries and clean the battery cap. The customer was assisted with programing the time and date on the device. The customer did not return the product back for analysis.